Manufacturer narrative:
The investigation results for this complaint are 19 assorted protaper ultimate files 25mm were returned. Three files were returned in loose (x1 slider; x2 shaper). 16 unused files were returned (x2 slider; x2 shaper, x4 f1; x4 f2 and x4 f3). -slider file in loose is broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. -one of the shaper files in loose is broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. Second shaper file was used but has no damage. Nothing unusual to report was found during DHR review (batch #1933244). Unused slider and shaper files were evaluated. All the four files are matching the drawing. Three of them are in compliance with specifications. One of the slider files shows a torque moment lower than minimal internal limit. The number of unused slider files and shaper files is not representative to determine if the batch is in compliance with specifications regarding our prescriptions. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it is reported that a protaper ultimate sequence 25mm x5 file broke during use. The broken part has not been retrieved. No injury occurred.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.